Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens leak. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens. In addition, our technician confirmed that the remote control buttons cut, and the cmos module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.